Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins was charged but not on. They called for assistance turning on the ins. They weren't sure how it turned off. No symptoms were reported.